Event description:
It was reported that during a low anterior resection (lar) procedure, there was an incomplete firing. The anastomosis was over sewn. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: I don't have any further information on this.